Event description:
Patient was having epidural catheter removed by anesthesia personnel- patient had knee replacement. During removal catheter snapped and a portion of as yet unk size remains in patient. Decision was made not to remove; pt discharged home 3 days later.